Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive and sticking. There was evidence of contamination found under all key contacts.

Event description:
The reporter stated that all keypad buttons are sticking. She stated that the keypad is intact. The reporter noted that the pump has previously been exposed to water, but not recently. The patient reportedly wears the pump in her pocket or in a pouch when playing sports, and does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.